Manufacturer narrative:
It was reported there is a foreign body inside the flush syringe. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe barrel label and the other photo shows the same syringe with a foreign matter in the solution. No other defects or imperfections were observed. A device history record review was completed for provided material number 306546, lot number 1229604. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd posiflush¿ normal saline syringe foreign matter was found in the fluid pathway. The following information was provided by the initial reporter:   it was reported by the consumer foreign body inside the flush syringe.